Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right side drive wheel is stuck up in the air. He was advised to look at the adjustment of the elevator bolt to the gas cylinder. He states the right side was not touching so he was advised to use a flat head screwdriver and push the pin. It released so the dealer was given the instructions on how to adjust the cylinders.